Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407452 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high thresholds and no capture. The ra lead was capped, and remains in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.